Event description:
The manufacturer received information regarding an early degeneration of a perceval pvs23 implanted in (B)(6) 2016. No further information is presently available.

Manufacturer narrative:
The manufacturer received additional information as summarized in b5. Since the device was not explanted at the time of the re-do surgery (tavi implanted), no device investigation is possible at this time. The conclusion and root cause analysis previously submitted remains unchanged. Should further information be provided on this event, the manufacturer will update the competent authority within the required timeline.

Event description:
A patient with severe aortic stenosis was implanted with a sorin perceval size m bioprosthesis in (B)(6) 2016. The patient was at first asymptomatic but in the last months developed slight progressive dyspnea so that eventually there was a condition nyha grade ii. There were no regular cardiological follow-up. However, at the last follow-up there was a high mean gradient of 70mmhg and a valve opening area of 0.5mm2 so that it had to be concluded that the valve was degenerated. In (B)(6) 2020, a re-do surgery was performed (tavi implanted) and the patient ultimately received a 23 mm sapien3 edwards. A good postoperative course was reported and the patient was discharged quickly. It was reported that the patient had arterial hypertension, but it was adjusted well with medication.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device disposition is unknown, no further investigation is possible at this time. The manufacturer attempted to retrieve additional information on the event. However, no further detail has been received to date. Based on the available information, it is not possible to determine the root cause of the reported event. However, based on the document review performed, no manufacturing deficits were identified. Structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. Should additional information be received, a follow-up report will be submitted.